Event description:
Right femoral artery was traumatized during attempted insertion of expandable sheath. Access was achieved via retroperitoneal cutdown over the right common iliac artery and 10mm conduit. It was reported that the pt lost 1300cc of blood during the procedure and received 2 units of packed cells.